Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found the battery drawer is broken. Analysis also found the upper case and one side bail cover are broken. High rate cover, main clear-cover, one bail, and one side bail cover are missing. C.) Lower case and battery latches are broken and contaminated. Ring cover is contaminated and serial number label is damaged. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.